Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04752. It was reported the patient had stimulation, but was not receiving the coverage desired. It was reported the physician had asked the patient to utilize the stimulation prior to making a decision. Follow up regarding the patient status found the patient was still not satisfied with the stimulation coverage and also had pain at the ipg site. The physician explanted the scs system due to both issues.